Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (lowest of 26 mg/dl). The contact declined to provide additional information on the reported event. Review of the pump data logs by tandem technical support verified that there was no abnormal activity which would have caused a low bg event. During a follow-up call on 1/18/2019, the contact reported that the healthcare provider adjusted the basal rate settings and the customer did not experience any further issues.